Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. Reportedly, the audio bolus button was under responsive. It was reported that there was no damage to the audio bolus button or evidence of moisture or corrosion in the pump. The reporter did not notice any delivery issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged bolus button issue was duplicated. The battery cap was not returned and a test cap was used in the evaluation. The pump powered on to the verify screen with the auditory and vibratory features. The bolus button was unresponsive and moisture contamination was found under the button contact. A leak test showed a leak at the bolus button. All the keypad buttons were unresponsive due to moisture intrusion on the keypad connector wire.